Event description:
It was reported that the pump had an alarm. The alarm occurred after the batteries were changed. The alarm was cleared. The customer did not set the basal rates in the pump nor call the helpline to report the alarm. Also it was mentioned that the customer was hospitalized for high bgs at the time their family member called in. No further info was obtained.